Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are feeling stimulation too high in their legs, and needs it in their knees. They stated their pain came back. The patient noted that if they turn their stimulation up too high, they experience shocking in their back and thighs. The patient mentioned that they have had recent emi environmental exposure/medical tests; they were in the hospital due to an infection. They stated that their healthcare provider tried calling a manufacturing representative to have their device reprogrammed, but no one has returned their phone call. The patient was to follow up with their healthcare provider. They were implanted for non-malignant pain.